Event description:
Related manufacturer reference number: (B)(4). It was reported that an asymptomatic, dependent patient presented in-clinic. Upon interrogation, the right ventricular lead exhibited noise. Pacing was inhibited due to the noise on the rv lead. Reprogramming the device resolved the issue. The patient was stable post event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic, dependent patient presented in-clinic. Upon interrogation, the right ventricular lead exhibited noise. Pacing was inhibited due to the noise on the rv lead. Reprogramming the device resolved the issue. The patient was stable post event.